Manufacturer narrative:
Serial number continued: (B)(4). The investigations found: for 2 events: the issue was resolved after seals were replaced and probes were adjusted. For 1 event: a bent probe was found. For 5 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow-up actions were: for 1 event: the instrument performance was verified. For 1 event: seals were replaced and probes were adjusted. Diagnostic checks were performed and there were no errors. For 1 event: the mixer and probe were adjusted. The instrument was decontaminated. For 1 event: the probe was straightened and re-adjusted. Several checks were performed and probes were cleaned. The customer ran controls and these recovered within the specified ranges. For 4 events: there were no follow up actions. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>8</noe> malfunction events. Questionable high results were generated by the cobas 6000 e 601 module. The events involved a total of 8 patients with the following: one patient had a questionable elecsys vitamin d assay result, two patients had a questionable elecsys hcg + beta test system results, one patient had a questionable elecsys ft4 assay result, one patient had a questionable elecsys testosterone ii assay result, one patient had a questionable elecsys hcg test system result, one patient had a questionable elecsys ferritin result, one patient had a questionable elecsys tsh result. For 4 of the patients, the patients' ages ranged from 23 days to 60 years. The other 4 patients' ages were requested but were not provided. The patients' weights were requested but were not provided. Three of the patients were females. The other 5 patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.